Event description:
The customer contacted physio-control to report that their device had a service wrench present and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. It was later confirmed by the customer that due to the age of the device and the costs associated with repair that they have removed the device from service. The customer further advised that they have obtained a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.